Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient received multiple inappropriate shocks due to t-wave oversensing. Both the device and lead were replaced. The patient was fine after the procedure.